Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported event and replaced iesu to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the iesu involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, there was an issue with the monopolar instrument and an error m-11 was displayed on the integrated electrosurgical unit (iesu/erbe). The customer received phone assistance from an intuitive surgical, inc. (Isi) technical service engineer (tse). The tse asked the customer to restart the erbe generator with no change. The tse viewed the system event logs and noticed several error c-38, c-30 and m-18 indicating a faulty energy device. The tse explained that the customer had to replace the energy device and that only the bipolar would be usable. The surgeon used a backup generator to finish the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the generator worked with the electric scalpel at the beginning of the procedure and with the bipolar. The system was powered on without error.